Event description:
It was reported that the device patient alert was continuously sounding and is "worse" when using a computer. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device patient alert was continuously sounding and is "worse" when using a computer. Device is still in use. Additional information received from the patient indicated he is hearing one tone every 60 seconds, caller stated that it not anything he is wearing that is causing the tone. The tone is heard in may locations that patient is at, from woods to restaurants. Patient was upset that no one could determine why device was sounding. Caller said it happens whenever and for an indefinite time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received from the patient.

Event description:
It was reported that the device patient alert was continuously sounding and is "worse" when using a computer. Additional information received from the patient indicated he is hearing one tone every 60 seconds, caller stated that it is not anything he is wearing that is causing the tone. The tone is heard in many locations that patient is at, from woods to restaurants. Patient was upset that no one could determine why device was sounding. Caller said it happens whenever and for an indefinite time. The patient further reported the device beeping has occurred on four occasions since (B)(6) 2000. The last time the device was beeping was in (B)(6) 2011. The device was interrogated on two occasions. Patient states "there must be some malfunction". The device remains in use. No patient complications have been reported as a result of this event.